Manufacturer narrative:
On 19-nov-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast pain during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Breast pain complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast pain, patient desires change in size of breast prostheses. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number: (B)(4). It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses developed pain and soreness in both of her breasts. The patient reported that it hurts to lift her arm. The patient¿s doctor assumed there was possible rupture, but an MRI scan turned out negative. The patient wanted to change the size of her breast prostheses. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 425cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.